Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: 1022436441 the platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h6 and h10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide corrected and additional information in e.1, and additional information in b.6, e.3, h.6 and h.10. Corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Root cause: signals from the run data file analysis show that platelets did not exit the lrs chamber as expected. Instead, platelets were about 20 minutes delayed in exiting the lrs chamber after the platelet valve opened for collection. Once platelets did exit the lrs chamber, the expected steady state collection concentration was not maintained. It is possible, though not conclusive, the following may have contributed to platelets not exiting the lrs chamber as expected and therefore this low yield and leukoreduction failure: a donor related phenomenon. The yield scaling factor (ysf) and/or platelet product yield require adjustment. A tubing set loading error.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Investigation: the run data file (rdf) was analyzed for this event. Signals from the run data file analysis show that platelets did not exit the lrs chamber as expected. Instead, platelets were about 20 minutes delayed in exiting the lrs chamber after the platelet valve opened for collection. Once platelets did exit the lrs chamber, the expected steady state collection concentration was not maintained. It is possible, though not conclusive, the following may have contributed to platelets not exiting the lrs chamber as expected and therefore this low yield and leukoreduction failure: a donor related. Phenomenon. The yield scaling factor (ysf) and/or platelet product yield require adjustment. A tubing set loading error.